Manufacturer narrative:
Results: the pod4 coil pet lock was intact. The pusher assembly was kinked approximately 5.0 centimeters and 7.5 centimeters from the proximal end. The embolization coil was intact with the pusher assembly, and had no visible damage. Conclusions: evaluation of the returned devices revealed that the pod4 pusher assembly was kinked in multiple locations. This type of damage may occur if the pod4 is forcefully manipulated during preparation. Evaluation of the returned handles revealed they were functional and had no visible damage. Penumbra coils are 100% functionally evaluated during in-process inspection. Penumbra handles are 100% functionally evaluated during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the physician noticed that a pod4 coil pusher assembly was bent after the pod4 coil was removed from its dispenser hoop. The bent pusher assembly was found prior to use and therefore, the pod4 coil was not used for the procedure and did not enter the patient's body. After opening a new pod4 coil, the physician changed his mind about using this coil and decided to use a shorter ruby coil for the procedure. During the procedure, while attempting to detach the ruby coil, the ruby coil pusher assembly became stuck in a ruby coil detachment handle (handle). Therefore, a second handle was opened; however, this handle was not used for the procedure because it was not making a clicking sound when the handle's slider was retracted. Subsequently, the ruby coil was successfully detached in the aneurysm using a third handle. The procedure was then completed using new ruby coils and the same third handle.